Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted because it 'never really worked'. The ins system was subsequently replaced. If additional information becomes available a follow up report will be sent.

Manufacturer narrative:
(B)(4).